Event description:
The patient underwent initial fusion surgery in 2005. After experiencing diffuse back pain, the patient underwent revision surgery. When the surgeon was removing polyaxial screws from the construct, a prong on the incompass universal driver bent. The surgeon was able to complete the removal of the construct and implanted a new construct. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending.